Event description:
Pt with diabetic ketoacidosis, sepsis and persistent hypotension. Central catheter placed in left subclavian vein for cvp measurement. Dilator left in central catheter. When catheter removed to float swan ganz line dilator found to be separated from hub and dilator passed into superior vena cava. Attempt to retrieve dilator via femoral vein was unsuccessful. Pt transferred to hospital on 4/5/94 for continuing care.we have been informed pt died on friday, april 8, 1994.